Manufacturer narrative:
The commander delivery system and the esheath were returned to edwards lifesciences for evaluation and visually inspected for any abnormalities. Visual inspection revealed the inflation balloon was completely separated from the crimp balloon proximal to the laser bond between the two components (¿I/c bond¿ still intact). The esheath was fully expanded as designed. No other visual abnormalities noted on devices. Dimensional analysis of the crimp balloon double wall thickness was performed and all measured dimensions were found to be within specification. Functional analysis was not able to be performed due to the damaged condition of the returned (crimp balloon material separation proximal to I/c bond). The complaint for the ¿balloon torn¿ was confirmed by visual inspection. A review of available information (complaint history, lot history, DHR review and manufacturing mitigations) supported that the laser bond between inflation balloon and the crimp balloon have proper inspections in place to detect issues related to the torn balloon. Imagery for the valve alignment procedure and information regarding the location and condition of the valve alignment was not provided. As a result, the condition of the vasculature at the point of alignment could not be assessed. Performing valve alignment in a bent section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. There is no information in the description of the complaint that indicates that any other procedural factors contributed to the event. However, the following are the procedural/patient factors which can contribute to delivery system difficulty with valve alignment and balloon torn: not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and inflation balloon. Residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can contribute significantly to difficulty in alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment force. Patient anatomy may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). Note: patient anatomical information is not made available for this case. Thus, a definite root cause was unable to be determined at this time. No manufacturing or labeling/IFU inadequacies were identified. Available information suggest that procedural factors may have contributed to the event. Review of complaint history for june 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. However, at management discretion, pra was previously initiated for risk assessment and for consideration for further escalation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during inflation of the commander delivery system balloon for a tf case, the balloon did not open as contrast leaked out of the proximal part of the delivery system. The entire system was removed from the patient. A new esheath, delivery system and valve were used and the sapien 3 valve was able to be successfully implanted. The patient is doing well.